Event description:
It was reported that during a ptca treatment procedure involving a 99% stenotic lesion in the obtuse marginal branch at the left circumflex coronary artery, the maverick otw balloon was suspected to have ruptured as the balloon did not hold pressure during the initial inflation. The patient was asymptomatic during this event. A 6f mach1 medikit introducer sheath , a 0.014" forte guidewire, a 6f mach1 jl4 guide catheter, and an encore26 inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.